Manufacturer narrative:
The genomic dna sample was sent to (B)(6) for bi-directional sequencing. Sequencing interrogated jk gene exons 3 to 10, and the genotype jk*b (588g,956t) homozygous was identified. The allele jk*b(956t) is a null allele reported by isbt, jk*02n.08. Hence, the genotype result jk*b(588g,956t) homozygous with a predicted jkb- phenotype is in concordance with the serology result, jkb-. ID core xt reported a predicted jkb+ phenotype, but jk*b(956t) null allele, not interrogated by ID core xt, is found associated with a jkb- phenotype. This false positive result obtained by ID core xt is considered a discrepant result, and then a malfunction. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 10).

Event description:
The customer reported a possible discrepancy. The serological phenotype was jkb, and the ID core xt genotype suggested a phenotype of jkb+.